Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During use the suture broke. Another like device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria